Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported right side "rupture prosthesis right breast with baker 4 capsule contracture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported right side "rupture prosthesis right breast with baker 4 capsule contracture." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, red particles. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Health professional reported right side "rupture prosthesis right breast with baker 4 capsule contracture." Device has been explanted.